Manufacturer narrative:
We are currently in the process of retrieving further information to perform investigation. We will provide a follow up report upon completion. This report is filed with the FDA due to an event experienced with a device that is same/similar to those placed on the market in the USA, however, this event occurred outside of the USA. Please note: the submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
(B)(6) right side revision hip surgery due to infection.

Manufacturer narrative:
An investigation was launched into this event by the manufacturer (oo). This complaint is considered confirmed as surgical intervention was required in order to prevent further patient harm from post prosthetic implantation joint infection. A review of relevant complaints history revealed that the manufacturer has been made aware of 20 other revisions due to infection related to the use of patient specific acetabular guides (1248-0500), over a rolling one-year period. No anomalies were observed in the history records of opsinsight which may have caused or contributed to this event. The occurrence of this event has been deemed unrelated to the use of ops technology. No further actions are necessary and there is no evidence to suggest that this issue is systematic. This issue will continue to be monitored for recurrence. No corrective or preventative action is determined to be necessary at this time. Based on the above, the root cause of this event remains undetermined and oo now considers this case closed. Should any further information be made available in the future which allows oo to determine the root cause of this event, this case may be re-opened. Please note: the submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Kik_dz_74668 right side revision hip surgery due to infection.